Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient reported experiencing brief sensor issues between her cgm and tandem insulin pump. The patient began having chest pain, was sweating, and nauseous. The patient called 911 and was brought to the emergency room. At the ER, she was told she ¿caught the tail end of a diabetic ketoacidosis (dka) episode¿. The patient was admitted overnight and treated with IV fluids (lactated ringers), IV saline, potassium, sodium, and an IV insulin drip. The patient was discharged home the following day. The length of time spent in the hospital (less than or more than 24 hours) is unknown. The patient was ¿fine¿ at the time of report. Attempts to reach the patient for further event details were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction to remove hospitalization from the initial MDR. B5 describe event or problem - additional. H2 correction/additional information. H6 health effect - impact code - correction to remove code f08 hospitalization or prolonged hospitalization from the intiial MDR.

Event description:
Subsequent to the initial MDR, additional information was provided on 06/03/2025. It was reported that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.